Event description:
It was reported that during a lobectomy procedure, the device could not be fired properly from the first firing. The staples formed only 1cm length. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Damaged release button post. Eval summary: the device was received for analysis with the 3-stroke indicator disk damaged and with an empty reload present. The device was tested for functionality with a test cartridge. The functional test demonstrated the device fired, cut and formed all the staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. It was also noted that the firing trigger did not return to its home position after each stroke. The device was disassembled to examine the internal components and the left side release button post was broken. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. While there is not enough evidence to conclude what caused the left side release button post to break, it is possible that the device was clamped over thicker tissue then indicated creating higher internal stresses. Please note that a 100% inspection takes place during mfg to ensure the device meets the required specifications prior to shipment. The mfg records were reviewed and no anomalies were found during the mfg process.